Event description:
It was reported that during implant, the right ventricular (rv) lead impedance started at 1600 ohms and continued to rise to 1900 ohms. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on helix mechanism.